Manufacturer narrative:
Device return receipt date is not available at this time. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the air water channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by the following instructions for use which state: the instruction manual ¿gif/cf/pcf-290 series, operation manual chapter 3 preparation and inspection¿ describes the methods for detection. Gif/cf/pcf-290 series, operation manual 3.8 inspection of the endoscopic system :nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection¿ olympus will continue to monitor field performance for this device.